Event description:
Per independent repair center, the unit t had low o2 or yellow light. The key failure was the pilot valve to the manifold was leaking. Additional malfunction was the control panel was cracked and its labeling defective.